Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, operating currents and unexpected restart error test. No failed battery alarm noted. Unit was received with stripped battery cap coin slot (p). Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for failed battery test. The customer¿s blood glucose was 8.8 mmol/l at the time of incident. Customer¿s current blood glucose level was 232 mg/dl. Customer tried to reset it and the battery cap cracked. Customer can't remove it. Customer stated that the pump keeps beeping fail battery test. Customer can't remove the battery cap. Advise the pump will need to be replaced. Advise to discontinue use and revert to back up plan and treat per hcp instructions. The insulin pump will not be returned for analysis.